Event description:
Suffers from profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries; other injuries [injury]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unknown cream as her denture adhesive of choice for the past 5 years and reported the following: suffers from profound and permanent neurological injuries; severe and permanent physical injuries; other injuries which have left her unable to perform her normal, customary and daily activities. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history - has worn partial dentures for 5 years. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. (Us) otc device.